Event description:
Investigatior has reported that the patient death was not related to the study device.

Event description:
During the index procedure, one endeavor sprint over the wire (otw) drug-eluting stent was implanted in the mid lcx. Patient was free of symptoms at the 30 day, 6 months, 1 year, 1.5 year and 2 year follow up. It was reported that approximately 2 years and 2 months post the index procedure, the patient died due to septic shock.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).